Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio2: 2.3, lab: 2.6. Time between testing: less than 5 minutes. Pt's therapeutic range: 2.0 - 3.0 inr.

Manufacturer narrative:
Investigation pending.